Event description:
An attempt to interrogation a crtd failed since after pressing the interrogation button the programmer did not enter the session (it froze for several seconds). All lights were available in the cpr4. The user decided to interrogate with a orchestra + and all went as normal. After a few minutes the tablet returned to manager screen and all seemed normal again. In the opinion of the user st are much less reliable than orchestra, and feel that there may be problems as soon as all o+ are replaced by st.

Manufacturer narrative:
The review of provided data confirmed the reported issue: on 21 may 2024, the crt-d interrogation failed. The provided expert files show that the interrogation took a long time and that there were communication errors. The inductive head did not identify the implantable device. The root cause is not clearly established but this communication error may be explained by the fact that the room where the interrogation was performed was too noisy. The presence of nearby screens, chargers, motors may interfere with the programming head cpr4. Therefore, the cpr4 head has been added in the complaint. Each time where there was a communication issue, a message was displayed indicating the user that communication was not good and the head should be placed over the implant. The most probable hypothesis is that the interferences in the room interfered with the telemetry head. Less probable, since the user got messages, is that the telemetry head was not well positioned on the implantable device. No general malfunction is suspected on the subket programmer and on the subject cpr4 head. This case is retained for trending purpose.